Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, battery testing, functional testing, service history review, and a review of the alarm log were performed. The low battery alarm was identified during functional testing and the review of the alarm log. The cause of the reported condition was determined to be an inoperative battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.